Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that during the implant procedure their lung was punctured and they lost fifteen percent of lung capacity, which has now fully recovered. The patient stated they had prolonged hospitalization as a result. The pacing lead remains in use. No further patient complications have been reported as a result of this event.